Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventilator shut down after the battery was fully recharged. There was no patient involvement.

Manufacturer narrative:
(B)(4).a third party service provider replaced the battery. The battery was returned for evaluation. The service engineer evaluated the battery and verified the reported complaint. The battery was placed into a test station and measured at 62.7% of the rated capacity. The reported malfunction was duplicated.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to an issue with the power source failure. If information is provided in the future, a supplemental report will be issued.